Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the suture trimmer, the posterior cuff, half of the link, needle tip and monofilament were not returned with the device. The anterior cuff and half of the link were engaged to anterior needle tip; the link was clean cut. There was no other abnormal observation found on the rest of the returned components. We were unable to determine the cause of the reported user difficulty experienced when attempting to cut the suture using the suture trimmer, since the suture trimmer was not returned for evaluation. No manufacturing or quality issue was detected. A review of the device history record did not reveal any non-conforming material records associated with this lot. There were no similar incidents within this lot for the reported failure to cut the suture.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a mildly calcified common femoral artery after an iliac-stenting procedure. Reportedly, at the end of the case, after knot advancement and once hemostasis was achieved, the physician attempted to cut the suture, but the proglide suture trimmer would not cut it. The physician cut the suture with a scalpel. There were no adverse patient affects. Though requested, no additional information was provided.